Event description:
It was reported that the clinician suspected a csf fistual and sent the pt for an MRI. The MRI showed a large accumulation of fluid in the subcutaneous tissue. The clinician reports, the catheter showed signs of leaking, approx 12cm from the distal end. The clinician stated this as a severe situation as the pt safety was compromised. There were no reported pt complications.

Manufacturer narrative:
Follow-up report will be filed when evaluation is complete.